Manufacturer narrative:
Model and manufacturer lot code were not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon fell apart leaving pieces inside her vagina. The consumer's mother, a nurse, removed all the pieces. The consumer experienced abdominal pain, fever, swelling and vomiting and visited the ER for treatment on (B)(6) 2018. She reported that there was no diagnosis but the doctors thought it may be related to her intestines and prescribed bentol. The condition did not improve and she reported that she has continued to visit the ER every other day for two weeks.